Event description:
The initial report indicated that the stent (blue/slalom 4x24/135 bil pckgd) was used off-label in the left renal artery. Upon angiogram a month later, stent appeared to be fractured. Stent had begun to restenosed. Patient had begun to have higher blood pressure. No patient injury. Additional information indicated that the patient had bilateral (ras) renal artery stenosis, but the decision was made to treat the left side first (that's the fractured side) and brought the patient a month later to do the other side. That's when the stent fracture was noticed. Typically only one side is completed at a time to avoid drastic hemodynamic changes. There was no restenosis, just fracture, and no increase in blood pressure.

Manufacturer narrative:
The stent was originally placed in this same facility. The vessel was the right renal that was calcified, not tortuous, 80% occluded. The lesion length was 20mm, no chronic total occlusion, bifurcation or angled. The total length of the stented segment was 24mm. The stent was implanted in the ostium of the renal artery with 1-2 mm in aorta. The stent was deployed at 10 atmospheres. No (ivus) intravascular ultrasound was done after the initial stent placement. After deployment, no anomalies were noted. The stent was not post-dilated. The fractured stent was still together for the most part, but maybe 1/2 fractured. No migration of the separated segment was noted and no negative consequences were noted. The fractured stent was not treated, and the patient will be followed and evaluated periodically. Additional information will be submitted within 30 days of receipt.